Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the pyxis medstation es system fridge not detected on bus. The customer reported stated that alternative medications will be obtained from the pharmacy; however, there are narcotics stored in the refrigerator. There were no adverse events or injuries reported based on this incident.